Event description:
The customer reported small amount of fluid leaked behind the bellows of the unit involving coulter lh 750 hematology analyzer. The customer noted only a few milliliters on the unit and a few drops on the counter top; the fluid leak was mostly contained within the unit. The customer had on personal protective equipment (ppe): gloves and a laboratory coat. Beckman coulter customer technical support (cts) advised the customer to use proper personal protective equipment (ppe) including eye protection prior to troubleshooting. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this event.

Manufacturer narrative:
There is no indication service was dispatched for this event. The customer had not responded requesting service on the unit. There was no active fluid leak observed. The customer stated the blood at the site of the leak may be residual and appeared to be old, based on volume and color. The customer stated after running start-up and shutdown, there was no sign of fluid leak and continued monitoring the unit throughout the day. The customer will request service. On march (B)(4) 2012, the customer stated the source of the leak could not be located. Beckman coulter customer technical support (cts) contacted the customer on (B)(4) 2012 to find out if service is needed. The customer decided to continue monitoring the system. Service has not been requested. The cause of the incident is inconclusive. (B)(4).